Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that whenever they fly in an airplane it seemed like they have a problem with their device. When agent asked for clarification patient stated it seemed like the stimulation turns off and on its own, and whenever they arrive, the stimulation will automatically be off on its own. Agent reviewed airline and security scanner compatibility information. Patient stated they never bypass the security line, and always go through the main security scanner.